Event description:
It was reported that the ilet charger did not charge the device correctly, with prolonged charging time and failure to reach full charge, despite the user confirming a solid green charging indicator and attempting outlet and cable reseating as instructed. Symptoms included no adverse clinical effects. Outcomes included no impact to health or hospitalization. Investigation included customer counseling on alternate outlet use, cable reseating, and use of a compatible 10 w flat charger. Investigation of this case revealed a suspected charger malfunction affecting power delivery to the device. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the external power supply.